Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 alarm test due to moisture damage noted in force sensor resistor. No a33 alarms noted. The insulin pump has broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 165 mg/dl. No further information reported.